Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On the day of the event, the patient was sleeping and stated the receiver was beeping for a low alert but the patient did not wake up because she was hypoglycemic. The patient's daughter checked the receiver and it was displaying 48 mg/dl and called an ambulance. When paramedics arrived, the patient's bg was 20 mg/dl. The patient was taken to the hospital. The patient declined to provide further event information. At the time of the report, the same day of the event, the patient stated they will be discharged on (B)(6) 2024. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the a zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.